Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing could not reproduce the reported blower failure alarm, however, the reported unresponsive, black touch screen was confirmed. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed an astral device had an unresponsive, black touch screen and blower failure alarm. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was received by resmed and an evaluation confirmed the complaint. The main circuit board and pneumatic block were replaced to resolve the issue. The device was serviced and fully tested before it was returned to the customer. During a routine check of complaints records it was detected that the event is reportable in the us. This report is being submitted to correct the error. (B)(4).

Event description:
It was reported to resmed an astral device had an unresponsive, black touch screen and blower failure alarm. There was no patient injury reported as a result of this incident.